Event description:
Information was received indicating that the cadd solis vip pump failed the flow test twice. There was no adverse event reported.

Manufacturer narrative:
Other, other text: additional information received via email on 23-oct-2020 that there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given delivery testing: this showed the device met with specifications. The reported issue could not be confirmed during testing.